Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported that during a preventative maintenance service they discovered a burned spot on the distribution board cover and on the bicarb pump. Upon follow up, the bmt confirmed the reported event, stating the machine was pulled from the treatment floor due preventative maintenance service. During the service, the bmt discovered a burned spot on the distribution board cover and on the bicarb pump. The cause of the burn damage was unknown. The bmt confirmed that the machine has not had any past problems with failing the electrical leakage test. The bmt confirmed that the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt scheduled a field service technician (fst) to come and replace the affected parts. The date of the scheduled repair is unknown. The machine remains out of service until functional checks are completed. The bmt stated that they did not observe any burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage in addition to the event. Additionally, the bmt confirmed that there was no damage observed on any other components, or any other additional issues, associated with the reported event. The number of hours on the machine was unknown. The bmt confirmed that no patient was connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The bmt confirmed that the affected distribution board cover and bicarb pump are available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (bmt) reported that during a preventative maintenance service they discovered a burned spot on the distribution board cover and on the bicarb pump. Upon follow up, the bmt confirmed the reported event, stating the machine was pulled from the treatment floor due preventative maintenance service. During the service, the bmt discovered a burned spot on the distribution board cover and on the bicarb pump. The cause of the burn damage was unknown. The bmt confirmed that the machine has not had any past problems with failing the electrical leakage test. The bmt confirmed that the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt scheduled a field service technician (fst) to come and replace the affected parts. The date of the scheduled repair is unknown. The machine remains out of service until functional checks are completed. The bmt stated that they did not observe any burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage in addition to the event. Additionally, the bmt confirmed that there was no damage observed on any other components, or any other additional issues, associated with the reported event. The number of hours on the machine was unknown. The bmt confirmed that no patient was connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The bmt confirmed that the affected distribution board cover and bicarb pump are available for return to the manufacturer for physical evaluation.